Manufacturer narrative:
The reported limb occlusion was confirmed on the films provided; however, the cause of the event could not be fully determined. It is likely that the patient's long infrarenal neck anatomy with a distal diameter as small as 23mm likely led to the compression of the right ipsilateral limb, which contributed to thrombus formation and subsequent occlusion of the main body right ipsilateral limb and right ipsilateral limb extension grafts. Other possible contributors to vessel occlusion include the observed vessel tortuosity, an unknown coagulopathy that is now presenting and/or a previous history of pad leading to poor distal run-off. What appeared to be a contrast leakage was observed at the level of the bifurcate limbs, at ~ 1 stent proximal to the contralateral distal ro marker band. The cause and type of the endoleak could not be determined. A proximal type ia and distal ib seems unlikely as there was proximal and distal adequate seal noted. A type iii junction endoleak is also unlikely to have occurred as there appeared to be adequate overlap between components. A type iii fabric endoleak cannot be ruled out; fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider may have occurred. Equally, a type ii endoleak from patent collateral vessels feeding into the aneurism sac cannot be ruled out. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 63x61 aaa and 55 rcia. Embolization of right internal iliac artery and extension of limb into external iliac artery was also performed. It was reported the patient presented emergently with a cold right leg approximately 7 months post index procedure. A CT scan performed showed a right iliac limb occlusion. The CT scan also showed the patient did not have any flow in either of his legs with aneurysmal disease throughout both legs. No intervention was performed as the patient was not given cardiac clearance for surgery. It was confirmed that the occlusion did not involve any other pieces of the stent graft. Per the physician the cause of the occlusion is no outflow. No additional clinical sequalae were provided and the patient will be monitored.